Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during c300 intra aortic balloon pump therapy, regarding leak in iab circuit alarm. The balloon was inserted 2 days back, therapy went well and today they had an alarm. The console was replaced but the alarm still persisted, however they did not utilize the help screen or the iab fill key. The esp personnel had verified with user that there was no blood in the helium tubing, secure connections, and no visible kinks. Troubleshooting revealed an arrow balloon catheter in use, prompting an off-brand disclaimer and offering teleflex support. User declined as the patient was scheduled for balloon removal. The esp personnel advised her to contact if the alarm persisted. No harm or injury reported